Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of this photo was performed and did not reveal any problem. The complaint could not be confirmed by this photo. One used catheter was received in for analysis and investigation. Visual inspection of the sample did not reveal any problem with the adapters. However the sample revealed that the silicone tube was cracked between the clamp and the hub of the venous lumen. The sample was magnified for verification of the type of damage. Its analysis revealed that the crack is an irregular cut. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performs 100% visual inspection per procedure therefore a leakage or crack would be detected during these processes. Also, the device functioned as intended for the reported amount of time. This information does not allow relating this failure to manufacturing activities as a potential root caus. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. The instructions state do not use the catheter if it is crushed, cracked, cut or otherwise damaged and that clamping the catheter repeatedly in the same spot could weaken the tubing. The instructions also state to exercise caution when using sharp instruments near the catheter. The reported condition has been confirmed. Based on the testing and photo evaluation it can be concluded that the device functioned as intended for an undetermined amount of time. The most probable root cause can be considered as misuse; the reported condition was more likely damaged during use caused by the use of strong cleaning agents, excessive force during, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak at the bifurcate and a crack at the luer adapter.

Manufacturer narrative:
Submit date: 04/may/2017. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the bifurcate and a crack at the luer adapter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-july-06 a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed and did not reveal any problem; therefore the complaint was not confirmed. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has not been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the results of the photo evaluation, it can be concluded that the product was manufactured according to specifications and it functioned as intended for the reported amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse; the instructions for use were not followed causing adapter over tightening. No trends or triggers have been found, therefore, a corrective and preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states there was a leak at the bifurcate and a crack at the luer adapter.